Manufacturer narrative:
E1 establishment name: (B)(6) hospital-shortened due to character restriction in respective field. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center image went black three times and then lost power. The issue was found during a thorascopic right lower lobectomy and lymph node dissection. There was a delay of 5 minutes to restart the equipment. The procedure was completed with the same set device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where the user reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.